Manufacturer narrative:
Final analysis found only the connecter end was received for analysis. The lead was fractured at 20.9 cm from the connector pin. This likely contributed to the report of capture anomaly.

Event description:
It was reported that the atrial lead exhibited a fracture and capture anomalies. The lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.